Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer stated that prior to being hospitalized she felt ill and was vomiting. The reported blood glucose reading at the time of the phone call was 190 mg/dl. Troubleshooting was performed and found that the customer was not checking her blood glucose because she did not have any test strips for the glucometer. The insulin pump was programmed correctly and passed the prime and high pressure tests. The customer's doctor stated that she may have some scar tissue at her infusion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.